Event description:
Home pt (hp) reports connecting themselves to pt line of homechoice set before they should have, during prime; after troubleshooting through an alarm situation during "adp" treatment registered nurse reports she instructed hp to end treatment and to restart with new supplies. No pt injury or medical intervention required per registered nurse.